Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the 840 ventilator was stuck in inoperable mode. Malfunction did not occur during pt use. The coviden tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) central processing unit (cpu). Covidien was not authorized to service the device.